Event description:
The following was reported via user facility medwatch: an ICU pt was placed in the stretcher on a chair seating position. The pt with velcro safety strap intact and the siderails were up. Upon nurse entering the room, the pt was found laying face down on the floor. Most pressure noted to be to pt's right forehead and right shoulder. Chair was noted to be in an eject like position and the velcro straps were intact. The pt's neck and spine were stabilized and pt placed on her back. Vital signs stable. No loss of consciousness, the pt was alert and awake. Pt was unable to communicate what happened. Pt complained of pain of head, neck and right shoulder. Pt was unable to fully raise her right arm. Dr performed a full neurological assessment. Pt was sent for CT scan of cervical spine and head. No injury was found.